Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 499 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer states the insulin pump is either over delivering or under delivering high blood glucose event. Customer has been using insulin pump system within 48 hours of high blood glucose event. Customer experienced symptom such as headache for high blood glucose event. The device will be returned for analysis.